Event description:
In 2005, a pt underwent surgery with braun's anastomosis for the treatment of a gastric cancer. A 10mm/6cm and a 10m/4cm stent in the area ranging from the common bile duct to the right intrahepatic bile duct with an end of 10mm/6mm stent protruding approximately 1-1. 5cm from the vater's papilla in a stent-in stent fashion. Three months later, it was found the protruding tip of the stent had separated and was caught by an anestomotic wound in the duodenum. Bleeding caused by the separated tip led to hematemesis, which revealed the tip separated and recurrence of jaundice. The separated tip was retrieved via endoscope the next month. The physician felt the stents had been in place when deployed, however, slid downward, making the protruding portion of the tip longer. Resulting in the separation. Info provided staten the pt is in stable condition and bleeding has ceased.